Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and the complaint regarding the tips were stuck in closed position was not confirmed by failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, grip, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause of tips stuck in the closed position cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the force bipolar forceps found no product issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument tip was stuck in the closed position. The procedure was completed no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the surgery with no damage out of the ordinary. The surgeon was wanting to grab tissue, but the jaws would not open. The instrument was not stuck on tissue. The system was not in strong grip mode and there was no collision with any instruments.